Event description:
On 07/31/2025, data innovations was made aware by abbott laboratories, a distributor of instrument manager, that a user facility reported seeing results where the patient's name field was replaced with "batchxxxx." The user facility expected to see individual patient's names within this field instead of batch numbers.

Manufacturer narrative:
Upon investigation, abbott laboratories determined that the user facility had 'overwrite patient data' settings incorrectly set. The distributor identified that the information coming from the laboratory information system (lis) instrument manager connection was correct with patient name as expected. The issue occurred as the abbott instrument manager connection receives the information from the lis connection and updates the patient name to include "batchxxxx." Abbott laboratories reviewed the instrument manager status settings and determined the user facility had programmed the "overwrite patient data" settings backwards. For example, the abbott instrument manager connection was set to 'no' and should have been set to 'yes' which tells abbottt instrument manager to respect demographic updates coming from the lis connection. The instrument connections were all set to 'yes' and should have been set to 'no.' The distributor instructed the user facility to update abbott instrument manager connection setting to 'yes' and update all instrument connection settings to 'no' which resolved the issue. The distributor has confirmed there have been no new occurrences of this issue and that it has been resolved. The manufacturer and distributor were able to confirm that instrument manager is working as intended. While this is not a malfunction of the instrument manager medical device it is being reported due to the facilities inability to provide a statement of patient impact due to the incorrect settings.